Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated implantable transvenous defibrillation lead exhibited episodes of noisy signals and oversensing with inappropriate therapy delivery on the ventricular rate/sense egram. The device had over 100 divert-reconfirm episodes. The device was explanted and returned to guidant for analysis. Guidant received additional information that the newly implanted device has exhibited episodes of oversensing with associated pacing inhibition.